Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 17, 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample prompt and he was unable to obtain a blood glucose reading. The pt takes tolinase and metformin twice a day (doses unknown). He tests his blood glucose level prior to taking his oral diabetes medications and holds the tolinase if his blood glucose level is in a "normal" range. The pt said he was unable to obtain a meter reading for 3 days and continued to take his usual doses of tolinase and metformin twice a day. On april 15, the pt was unable to obtain a reading on the lfs meter; he took tolinase and metformin in the am. In the afternoon, he felt dizzy and light headed. He was unable to obtain a meter reading. He drank juice, and continued to feel dizzy and light headed. He was taken to the ER where a "low reading" was obtained on the ER device. The pt thought the initial ER reading was "about 64". An IV was started and the pt was given 2 glasses of orange juice followed by apple juice. He was kept in the ER from 2:45 pm until 9:00 pm and then released to home after a blood glucose reading of 138 mg/dl was obtained on the ER device. He was advised to not take tolinase, to watch his diet, and to exercise. The customer care advocate (cca) confirmed the pt followed correct testing technique and walked the pt through retesting; the apply sample issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because, the pt alleges he was unable to obtain a reading on the lfs product and later was treated for hypoglycemia with an IV and juice. During the time the pt was unable to test, he claims he continued to take his oral diabetes medications.